Event description:
It was reported that while in use on a patient, the ht70 ventilator suddenly powered off. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the ht70 ventilator suddenly powered off. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Evaluation code method - remove b21 and add b01 result code - remove c21 and add c15 conclusion code - remove d16 and add d15 component code -remove g07003 and add g07001. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 ventilator suddenly powered off. The device was available for evaluation. One ht70 ventilator was returned to medtronic for failure investigation. The complaint of powered off while in use was not duplicated. The unit was powered on without generating any errors. During testing there were no occurrences of power failures or errors generated. When reviewing the error logs a "no external power" entry was found around the time of the reported complaint indicating that the ventilator may have been operating on the battery power pac system without alternating current (ac) power. A different failure of unit not alarming after being manually turned off was observed while testing. The control board was replaced with a known good control board to test the shutdown alarm and the alarm was audible after physically turning off the unit. The control board was examined and ingress was found on the lower right corner of the board contained corrosion and rust on a few solder joints. The investigation could not confirm the reported issue but found fault with control board as a secondary issue, the cause of the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.